Manufacturer narrative:
The device was returned to zoll medical japan. During the investigation it was noted that the evaluation confirmed the reported unit failed message. The cause of the issue was isolated to a flex cable, which was replaced to remedy the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.